Event description:
Case progressed as normal through ligament balancing, then we were not able to enter bone prep. I reviewed intra-op steps to trouble-shoot a cause. When returning to bone registration, an error message instructed us to recapture landmarks before bone, registration. I returned to pre-plan landmarks to discover that many landmarks had moved (femur knee center, epicondyles), some moved off bone completely. I entered segmentation screen and discovered tibia livewire was being displayed completely off bone to the right of the CT scan. I moved through the tibia slices and that seemed to move it back into place. I then re-captured the correct landmarks and resection landmarks. We proceeded to intra-op, cleared and recaptured landmarks, checkpoints and re-registered femur and tibia, but we were still unable to enter bone prep. I returned to pre-op landmarks to discover the landmarks had reset back to the same incorrect location. I contacted mako hotline and was instructed to execute a full shutdown, wait 30 seconds and restart, return to tka but not to open previous plan. We followed instructions, but the same errors returned. The surgeon bailed to a manual. Surgical delay: 15 minutes. Case type/application: tka. "Was a tourniquet used during the surgical delay? Yes, major issue. Additional surgical time was greater than 2 hours. Surgeon periodically let down the tourniquet." (B)(6) 2021: "the additional time was due to the surgeon being relatively new to the triathlon instruments. Surgeon was pleased with final result with 11mm cs insert."

Manufacturer narrative:
An event regarding software error involving a mako tka software was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: review of the case session files was not performed as case session data was not provided. It is noted in the communication log that the patient session files was not provided as part of (B)(6). A request for the patient session files was made but the mps noted that the issue was resolved and due to a known bug. If the issue was related to the magenta line then by entering any other page will remedy the visual defect and maintain the accurate transforms created prior to experiencing the visual defect. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob937 was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob937 shows 0 similar complaints for tka software - software error. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the patient session files are needed to complete the investigation for determining root cause. Product surveillance will continue to monitor for trends. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case progressed as normal through ligament balancing, then we were not able to enter bone prep. I reviewed intra-op steps to trouble-shoot a cause. When returning to bone registration, an error message instructed us to recapture landmarks before bone, registration. I returned to pre-plan landmarks to discover that many landmarks had moved femur knee center, epicondyles, some moved off bone completely. I entered segmentation screen and discovered tibia livewire was being displayed completely off bone to the right of the CT scan. I moved through the tibia slices and that seemed to move it back into place. I then re-captured the correct landmarks and resection landmarks. We proceeded to intra-op, cleared and recaptured landmarks, checkpoints and re-registered femur and tibia, but we were still unable to enter bone prep. I returned to pre-op landmarks to discover the landmarks had reset back to the same incorrect location. I contacted mako hotline and was instructed to execute a full shutdown, wait 30 seconds and restart, return to tka but not to open previous plan. We followed instructions, but the same errors returned. The surgeon bailed to a manual. Surgical delay: 15 minutes. Case type application: tka update: was a tourniquet used during the surgical delay yes, major issue. Additional surgical time was greater than 2 hours. Surgeon periodically let down the tourniquet. Update (B)(6) 2021. The additional time was due to the surgeon being relatively new to the triathlon instruments. Surgeon was pleased with final result with 11mm cs insert.